Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed functional testing and there were no issues with recharging or recharge coupling. Conclusion code no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that the rep was charging an implantable neurostimulator (ins) in the box prior to a case and it only had between four and five coupling bars. The rep didn¿t try another recharger, but the recharger they used worked fine on the other device they charged. They did not want to implant this ins, and the device was not used in a patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.